Event description:
During the cautery, pt felt immediate, sharp, brief abdominal pain in lower right side corresponding to location of cautery. Pain was then gone immediately. The erbe did not alarm, there was no abnormal indicator for loss of ground and cautery worked fine. The settings were effect 1, max cautery watts 10. Pt was fine at end of procedure. The erbe unit was checked by clinical engineering and found to be working properly.